Manufacturer narrative:
One ev1000a system has been received for evaluation. The evaluation is currently in progress. At the conclusion of the evaluation the conclusion will be sent in a follow MDR. The DHR results will also be sent in a supplemental report.

Event description:
As reported during use with flotrac, it was noticed that the screen was ¿green, blurry and unable to read accurately¿, although it was still able to trace and provide numbers. This error was reported 2 weeks ago, however it self-resolved. Monitor was switched to a different one, with no issues for patient. There was no allegation of patient injury. The product was available for evaluation. As per follow up, it was communicated there was no error message reported. Additionally, the numbers intermittently froze and jumped around. It could not be clarified whether the numbers displayed were accurate or not. Additionally, there was nothing to compare the values and determine the accuracy. However, the flotrac was plugged into the patient drager monitor at the time and remained, so for the duration of the case displaying an arterial trace that appeared stable. Patient is (B)(6) years old. There are no other demographics available.

Manufacturer narrative:
Reference CAPA-20-00141.

Manufacturer narrative:
A subsequent report was generated in response to the reporter indicating that an error also occurred two weeks prior, however it ¿self-resolved¿ see report 2015691-2018-05037. Review of the device history record supports that the device met all release specifications with no non-conformances noted for any reason. The monitor was manufactured 01-sep-2011 with an expiry date of 01-sep-2016. At the time of the customer¿s complaint, the ev1000 had exceeded its expiry date by two years. The suspect ev1000 platform was returned and evaluated. During power-up, the panel performed as expected and the screen appeared normal with no deficiencies noted for any reason. While running on a simulator, the system delivered expected values. However, after two hours the screen changed and became distorted in color, displaying a strong green tint. The customer¿s complaint of a green blurry screen with suspect values was confirmed and categorized as an intermittent fault. A hardware defect was observed in the screen which may have contributed to the customer¿s issue. The defect was noted as consistent with damage occurring from some type of impact. It was noted that the panel has been in service at the customer¿s site since 2015. There was no indication or evidence of a manufacturing defect being responsible for the reported issue. To remedy the failure, a new panel pc was installed and the old panel was scrapped. Clinicians are trained to evaluate the entire clinical presentation of the patient in order to make treatment decisions. In addition, these devices are used by highly trained clinicians experienced in assessing and mitigating any hazards that arise. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis and any excursions above the control limits are assessed and documented as a part of the monthly review.